Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove the guide wire from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. Additionally, the IFU states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Further, it was reported that the xience alpine was being used to treat a re-stenosed stent. The IFU states: the xience alpine stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.

Event description:
It was reported that a sion blue guide wire crossed the proximal right coronary artery (rca), previously implanted, re-stenosed stent. A 3.50x12mm xience alpine stent was deployed at 24 atmospheres (atm), above rated burst pressure, as treatment for the re-stenosed stent. Upon the xience alpine stent delivery system (sds) removal, a moderate resistance was felt. The sds was removed against resistance. The sion guide wire remained. Reportedly, there was no difficulty removing the guide wire. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.